Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-17, information was received from a patient, via a manufacturer representative (rep). The patient was receiving gablofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported the patient's patient therapy manager (ptm) has been difficult to connect. A refill was not possible in a clinic. An x-ray showed a flipped pump. The catheter access port (cap) was counterclockwise. There were no reported environmental, external, patient factors that may have led or contributed to the issue, but the rep did state, "maybe weight loss?". Surgical intervention was planned but not scheduled. The issue was not resolved at the time of this report. Additional information reported the pump was "expected to be flipped" and the healthcare professional (hcp) attempted to refill but could not find the port.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the event was unknown. There was no surgical intervention implemented. Outcome: the pump was able to be filled, and patient was receiving meds and doing well however, the pump remains flipped.